Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine(4 mg/ml, 3.09 mg/day), prialt(4.5 mcg/ml, 3.48 mcg/day) and morphine (20 mg/ml, 15.472 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported that the patient had an infection after a pump replacement and there was fluid buildup in the buttocks area where the pump was located. No further complication was reported.